Event description:
Per report received from japan, it was a case of 23mm sapien 3 valve in aortic position which was implanted, by transfemoral approach, in (B)(6) 2022. As per echo report, the procedure was successfully performed and the valve was positioned as intended with two paraprosthetic refluxes of discrete degree. In (B)(6) 2023, it was detected aortic insuffiency with severe central regurgitation in the first report and, as a consequence, the patient was suffering some symptoms: fatigue, dyspnea, dizziness, angina. The patient is under evaluation and not hospitalized at the moment. The patient has been treated with double antiplatelet aggregation. While the patient is under evaluation, the patient follows clinical treatment.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Manufacturer narrative:
The complaint for "post-implantation - svd - leaflet tear" was unable to be confirmed due to no relevant imagery provided. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "it was detected aortic insuffiency with severe central regurgitation in the first report and, as a consequence, the patient was suffering some symptoms: fatigue, dyspnea, dizziness, angina. (...) Additional information received from the physician states that central regurgitation was due to the rupture of one of the prosthetic valve leaflets." In this case, the valve was deployed in a severely calcified nodule. Imagery review confirmed presence of a mild pvl jet around a calcium nodule present in the annulus. Due to its bulky/sharp characteristics, said calcium likely led to the formation of pvl channels by creating irregular contact between the thv and cardiac tissue. Additionally, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. Tissue calcification is a known factor that can cause leaflet tear overtime. The prolapse of leaflet will compromise the valve function leading to aortic central regurgitation. Per IFU, structural valve deterioration (wear, fracture, calcification) is a potential adverse event associated with the use of valve. Due to unavailable of relevant imagery and returned device, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
The valve-in-valve procedure was successfully performed with a 23mm sapien 3 valve. The final patient outcome was good and discharged.